Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a transient internal controller fault advisory alarm. The outer silicon layer of the driveline was noted to have had superficial damage. The physicians decided to change the system controller and driveline while the patient was seen for an ordinary checkup.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation did not confirm the reported transient internal controller fault (advisory) alarm, as the customer did not return the system controller (serial number (B)(6)) for evaluation. The customer also did not provide log files for review. As a result, the nature of the reported controller fault alarm was unable to be determined. Per information received from the account, the patient had a controller exchange; however, the account will not send the exchanged controller for further analysis. The hospital retained the controller. Due to the system controller, (B)(6) will not be returned for evaluation; this complaint file will be closed with no further actions. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible) including controller fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ "system operations" explains how to replace the system controller backup battery. Section 5, ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 27dec2017. No further information was provided. The manufacturer is closing the file on this event.